Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy and bso. It was reported that following insertion the patient experienced dyspareunia, erosion, and bleeding. It was reported that patient underwent mesh removal on (B)(6) 2012 due to vaginal mesh exposure. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.